Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Note: the exact device used could not be determined. It is stated that the event device could be a cff73 or a cfs22 trocar. Models cff73 and cfs22 uses the same seal and sleeve, the only difference between the two models is the cff73 includes an obturator and cfs22 does not. Since no obturator was returned, the exact device could not be determined.

Manufacturer narrative:
Note: the exact device used could not be determined. It is stated that the event device could be a cff73 or a cfs22 trocar. The exact device will be confirmed once it is returned to applied medical. The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap anterior resection - "I have been given very little information from the customer, it is as follows. I am unsure if the '10mm balloon port' referred to by the customer is cff73 or cfs22 as they take both from applied medical. During lap anterior resection a rubber seal fractured from a 10mm balloon port. All paperwork and packaging was thrown away to recover lot number, etc. No harm to the patient." Other instrumentation used during lap were forceps and an energy device." Patient status- no patient injury.